Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: vena cava filter placed at l2 after a deep venous thrombosis, with massive pulmonary emboli in the lungs that developed after a tibial fracture. Approximately eight months post filter deployment, multiple unsuccessful filter removal attempts were made. Two weeks later, after multiple attempts the filter could not be removed. Inferior venacavagram indicated a lateral projection of the apex of the filter protruded through the anterior wall of the inferior vena cava and the hook of the filter was not accessible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device was not removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Vena cava filter placed at l2 after a deep venous thrombosis, with massive pulmonary emboli in the lungs that developed after a tibial fracture. Approximately eight months post filter deployment, multiple unsuccessful filter removal attempts were made. Two weeks later, after multiple attempts the filter could not be removed. Inferior venacavagram indicated a lateral projection of the apex of the filter protruded through the anterior wall of the inferior vena cava and the hook of the filter was not accessible. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for retrieval difficulties. Additionally, based on the provided medical records, the investigation can be confirmed for perforation of the filter apex; however, perforation of filter limbs will remain inconclusive. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date 11/2012), (device manufacture date 11/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device was not removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.